Event description:
On (B)(6) 2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was hospitalized due to peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2024 with complaints of severe abdominal pain (onset did not occur during treatment). A peritoneal effluent fluid culture and cell count (cloudy, wbc = >5000 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 1500 mg every other day and ceftazidime daily for 14 days. The patient¿s peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2024 in stable condition and is recovering from the events. The pdrn stated due to the negative culture growth, causality couldn¿t be established. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.